Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a varipulse¿ bi-directional catheter. When the catheter was removed from the packaging, it was noticed that there was no plastic packaging. The catheter was just sitting loose in the box. The device evaluation was completed on 18-dec-2025. The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection of the returned device was performed following j&j procedures. The device was inspected, and no physical damage was observed. Customer referred that there was no plastic packaging; however, the packaging and the pouch were not returned for analysis. Due to this condition, further investigation was not possible to be performed. Finally, the customer provided a picture with the packaging; however, the photo does not provide enough information to confirm a sterilization issue. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The sterilization issue reported by the customer was not confirmed, due to the package or pouch were not returned for analysis. The potential cause of the issue cannot be established. The instructions for use (IFU) contains the following in the sterilization and use-by date section: do not use the catheter if the packaging or catheter appears damaged. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a varipulse¿ bi-directional catheter and there was no plastic packaging. When the catheter was removed from the packaging, it was noticed that there was no plastic packaging. The catheter was just sitting loose in the box. The catheter was replaced and the procedure continued with no further issues. The catheter was brand new. The trupulse system was used for ablation. There was no patient consequence reported. Additional information was received. There was no pouch inside the box. The catheter was only in the plastic container. The container itself was not wrapped.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 04-nov-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer's reference number: (B)(4).